Event description:
It was reported the patient is deceased. It was also reported the patient was sitting in a chair, fell down, and lost consciousness. The patient was taken to the hospital where cardiopulmonary resuscitation was done, but the patient could not be revived. Additionally, "there were no shocks." The primary cause of death was listed as sudden cardiac. Additional information was requested but is not known. The patient was a participant in the improve sudden cardiac arrest post market clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.